Event description:
A customer reported, receiving a glucose result of 222 mg/dl on their freestyle blood glucose monitor, and then began to feel dizzy. An ambulance was called, and upon arrival, within approximately 10 minutes, paramedics received a glucose result of 42 mg/dl on an unknown brand of glucose monitor. The customer reported being transported to a local hospital, and was administered saline fluid in order to stabilize.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.